Event description:
It was reported that during a paroxysmal atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. No abnormalities were noted during preparation. During the procedure, when the farawave catheter and guidewire were inserted into the sheath, it was noted that air continued to be drawn in, due to damage to the sheath valve. Bubbles were observed in the flush lumen of the sheath. The sheath was replaced, and the procedure was completed without patient complications. No st segment elevations were observed. The device has been received and is pending analysis.

Event description:
During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, it was noted that air continues to be drawn in, due to damage to the sheath valve. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received for analysis.

Manufacturer narrative:
Correction to the initial MDR in block d4 unique device identifier when the sheath was received at boston scientific's post market laboratory it was first visually inspected, which showed no abnormalities. The sheath failed during both leak and aspirating testing and was not able to maintain a seal during either action. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.